Event description:
On 3/12/2025, it was reported by a sales representative via (B)(4) that an ar-3688 knotless fibertak biceps implant system blue shuttle stitch was already cut and made the anchor unusable. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 3/28/2025: during a bicep tenodesis surgery, the issue was encountered with the anchor while it was inside the patient. The suture became damaged during the insertion process, despite the anchor holding firmly due to the patient's solid bone quality. The anchor remained in the patient, and no fragments broke inside. To complete the procedure, an ar-2324bcc biocomposite swivelock c was opened and used successfully. The case experienced a slight delay of approximately 5 minutes, likely requiring additional anesthesia to accommodate the extended time. No instrument was used to prepare the bone socket, as the anchor was self-punching.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to mishandling the device causing damage/cut to suture.